Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb), the graphical user interface (gui) printed circuit board (pcb) and the backlight inverter printed circuit boards (pcb). The cse upgraded the software to the current revision and ran the extended self-test (est), short self-test (sst) and the performance verification test (pvt) and the device operated within the manufacturing specifications.

Event description:
The customer reported that the 840 ventilator had a loss of communication. The ventilator was not in use on a patient at the time the malfunction occurred.